Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log revealed that there was no surgery performed on the date of reported event, (B)(6), 2012. In addition, the closest date where surgery did occur, (B)(6), 2012 did not reveal any related nonconformity. With no additional, related info provided, the customer reported event of air fluid exchange nonconformity was not able to be confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported problems with the air fluid exchange during a vitreoretinal procedure. A system message displayed, although all tests were passed normally without any error. After stepping on the pedal, no fluid from the machine came into the eye. The surgeon manually filled up the eye. Finally after switching back and forth a couple of times, the exchange worked again. The procedure was completed with no pt harm.